Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Reportedly, the cause was unknown, however customer indicated low happened after receiving the covid vaccine. Bg was addressed via consumption of carbohydrates and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed that the pump was functioning as intended.